Event description:
Customer reported the system is slow to boot up and very sluggish and won't send images to pacs during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System operates as intended.